Event description:
It was reported that the patient was no longer receiving benefit from the system. The device was removed. A damaged ground electrode was suspected.

Manufacturer narrative:
The device has been explanted and has been returned MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.